Event description:
The endovascular graft was introduced on the pt's right side. Main body graft was deployed as intended. Contralateral limb was cannulated and the contralateral iliac leg graft was advanced into position. The contralateral iliac leg graft was deployed, falling short of the desired landing zone. An iliac leg extension was deployed distal to the contralateral iliac leg graft, extending the length and landing past the embolized hypogastric artery. The ipsilateral iliac leg graft was advanced, deployed and viewed to land at the desired location. Final angiogram did not visualize the presence of any endoleaks, noting patent renal arteries as well as the right internal iliac artery.